Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not power on, power supply found out of electrical specification. Analysis found the system fan was noisy and the stylus was missing. (B)(4).

Event description:
It was reported that the programmer was plugged in and on when a transformer "blew up" on hospital roof, programmer went off and would not turn on again. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.